Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00226.

Event description:
Device 2 of 4. Reference MFR report: 3008829311-2016-00226, 3008829311-2017-00221, 3008829311-2017-00222. Failure analysis testing of the returned extensions identified one extension exhibited a fracture; therefore the extensions are being added as MFR report: 3008829311-2017-00221 and MFR report: 3008829311-2017-00222.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00226. It was reported the patient ((B)(6)) experienced parasthesia in the abdomen around the ipg site. Diagnostics indicated elevated impedance readings for one of the two leads. Surgical intervention was undertaken and intraoperative impedances were again elevated. The physician removed the axium neurostimulator system. Physician plans to implant a scs system from another manufacturer as the next course of action.